Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the PICC catheter was inserted through a micro introduction in the left basilic vein. 24 days after the insertion, intense bleeding was observed in the curative and when the catheter was opened it was ruptured at the height of the cannon. It was infusing npt. PICC silicone was removed measuring 17cm, the same measure as the insertion.